Event description:
According to the rptr: the device would not deploy tacks. Clicking sounds occurred when the trigger was pulled during the case. Completion of the case could not be reported. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on february 8, 2010. Therefore, this report requires a 5 day MDR.